Manufacturer narrative:
Complained product will not be not available.

Event description:
Stainless steel part comes out...comes out in mouth...brush head fell off - oral-b [device breakage] case narrative: consumer via phone stated that the stainless steel part of the oral-b toothbrush refill came out in their mouth. The oral-b toothbrush head fell off. No injury was reported.